Event description:
A technologist took a scout image that never appeared. The scout image had been suspended and could not be imaged. The system was rebooted and the system then scanned properly. There was a delay in treatment of approx 15 mins.